Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in the past year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg reach end of life and underwent ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg was disposed by facility.